Manufacturer narrative:
Section b5: the patient previously tested positive for a serratia marcescens infection on (B)(6) 2018 (addressed in MFR # (B)(4).

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline cultures taken during office visit on (B)(6) 2019 which were positive for few serratia marcescens (recurring) and klebsiella pneumoniae. He presented to the hospital for IV antibiotics on (B)(6) 2019. Meropenem was started and then switched to ertapenem 1gram daily for 6 weeks per infectious disease recommendation. Patient was discharged on (B)(6) 2019. Oral doxycycline 100mg (bid) twice daily started on (B)(6) 2019 for continued suppression.